Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomaly or unexpected no delivery alarms noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had a no delivery alarm. The customer's blood glucose level was over 600 mg/dl. The customer's current blood glucose level was 60 mg/dl. The customer was assisted with the troubleshooting for no delivery alarm. The insulin pump will be returned for the analysis.